Event description:
During investigation for an unrelated issue a reportable malfunction was found. The ecgs were not recognized and incoming testing was unable to be completed.

Manufacturer narrative:
During investigation for an unrelated issue a reportable malfunction was found. The ecgs were not recognized. The cause for failure was isolated to contamination on the j502, u103 and u401 component of the distribution node (dn) pca. Correction: the root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged electrode belt.